Manufacturer narrative:
Additional information: date of event, implant date: estimated date based on report details. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iritis and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Iritis and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2022-00092 for the reported events associated with the trabecular microbypass stent system.

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, involving the iaccess microgoniotomy device, the patient presented postoperatively with intraocular pressure (iop) spikes associated with significant iritis. The report noted that the patient was treated with glaucoma medication. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing the postoperative iop increase associated with vision decrease and inflammation. Per report, the surgeon continued to treat the patient with increased steroids and glaucoma drops. Reportedly, the most recent examination found the inflammation has improved; however iop remains elevated- unresponsive to medication (diamox). The report also noted that the reported elevated iop is likely a response to increased steroids. Additional treatment options were discussed depending on patient''s condition. Additional information has been requested. This report references the iritis and decreased vision associated with the iaccess microgoniotomy device.

Event description:
Through follow-up, the following additional information was provided. Reportedly, the surgeon believes that the patient''s elevated intraocular pressure (iop) in the operative eye (os) was related to refractory glaucoma (non-device related), and the persistent mild hyphema is believed to have contributed to the iritis. Per report, a trabeculectomy was performed, and the event was noted as "resolved".

Manufacturer narrative:
Additional information: a3, b5, b6, b7, g3, g4. MFR# reference: (B)(4).